Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for each 510(k) number is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. The damaged product event occurred 15 times. The leakage event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leakage occurred due to a hole on the tubing. The patient was exposed to blood." There were no reports of medical interventions reported.

Manufacturer narrative:
H.6. Investigation: bd received 16 samples and 12 photos for investigation. The photos were reviewed and the indicated failure modes of damaged (cut) tubing and leakage was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and functional testing and upon completion the indicated failure modes of damaged (cut) tubing and leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of damaged (cut) tubing and leakage. Bd has initiated further root cause investigation relating to the issue of damaged (cut) tubing and leakage through CAPA#3688284. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was failure of product to contain blood/medication. The damaged product event occurred 15 times. The leakage event occurred 1 time. The following information was provided by the initial reporter. The customer stated: "during blood collection, blood leakage occurred due to a hole on the tubing. The patient was exposed to blood." There were no reports of medical interventions reported.